Event description:
A healthcare professional reported that a knife did not cut during a procedure. It was also noted that the blade was bent. A standalone knife was obtained to continue the case. There was no pt consequence. This is the last of four medical device reports for this facility.

Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to the MFR's acceptance criteria. Because a sample was not returned an no evidence of nonconformity could be found in the lot record review, the root cause for the dull knife experienced by the customer cannot be determined. Some potential causes area reuse, improper handling, or contact with another instrument on the instrument tray during procedure setup. All knives are 100% inspected by trained operators using a minimum of (B)(4) magnification during mfg. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).